Manufacturer narrative:
Though requested, additional patient information was not provided.

Event description:
Reportedly, during patient use, the display showed "baseline low" alarm and the led flashed simultaneously. However, there was no audible alarm. After disconnecting the circuit, the display showed a "low paw" alarm but there was no audible alarm. After, the ventilator was turned off, this issue was not duplicated. It was also noticed that the event history was not recorded. Medical intervention was required to prevent patient injury. There were no adverse patient effects reported.